Event description:
Customer called to report that they were hospitalized due to the insulin pump not working. Customer stated that they were vomiting for three days and had gastro issues. Customer's blood glucose levels at the time of incident was 400+ mg/dl. Customer stated that the possible cause was a blank display and moisture damage. Product is not being returned or replaced.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test due to blank display. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.